Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a fill fail iab disconnect. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) facing "fill fail iab disconnect" issue during treatment. A getinge field service engineer (fse) trying to contact the customer, but customer would not respond over the past two months with attempts to communicate on a decision to move forward with service. They have not responded or provided a po. Fse is closing the order now and will make note if the same serial number is called in again. Patient involvement was there. H3 other text : no repair service information available.

Event description:
N/a.